Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes had a broken cap and loose closure.